Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned multiple times; however, it has not yet been received. A photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The complaint/event involved a chemolock¿ bag spike w/port, chemoclave¿. The spike reportedly accidentally came out while in patient use with a bag of an unspecified cytostatic medication. The bag was already empty at the time the issue occurred. There was no report of any human harm.

Manufacturer narrative:
One (1) photograph was provided by the customer for evaluation. One photo confirms the complaint of the spike came out accidentally the customer complaint can be confirmed from the photograph provided. A probable cause cannot be identified based on the information that has been provided. Lot history review was not performed as no lot information was provided.